Event description:
Doctor has diagnosed me with neuropathy in my legs, probably due to using fixodent denture cream for the past 12 years. She said, the denture cream adds zinc to my body and depletes copper in the body. She has prescribed neurontin for the pain and also suggested that I start using a multi-vitamin that contains copper. Frequency: daily. Route: dental. Dates of use: (B) (6) 1987 - (B) (6) 2010. Diagnosis or reason for use: neuropathy in legs and hands. Event abated after use stopped or dose reduced?: no.